Event description:
Physician reported that the pt presented with a slight overcorrection with erythema after treatment with cosmoderm. Physician prescribed topical desonide lotion. Further follow up info found that the physician also prescribed oral minocycline.